Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.  However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, the cause of the stenosis is unknown at this time. However, may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through (B)(6) clinical study, 4-year post implant of a 20mm sapien 3 valve in aortic position, the core lab review of the echo found ¿aortic valve area (ava) reduced compared to previous assessment (now 0.91 cm2), central aortic regurgitation (ar) increased, very small mobile echo density seen at leaflet coaptation point in diastole; recommend evaluation with tee if clinically-indicated.¿ review of medical records indicated, that during the 4-year follow up visit the patient was asymptomatic, and overall felt good, ¿same as last year¿.  Echo performed reported mild aortic insufficiency, aortic mean/peak gradients 15/29 mmhg (were 14/32 mmhg on previous 3-year follow up study). In the physician¿s opinion, the aortic valve was stable, the patient will be followed up as per the study protocol. No further actions were required.